Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 25may2021. Investigation ¿ evaluation an issue was reported with a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (c-utlm-701j-rsc-abrm-hc-rd-jp) from an unknown lot. The device was placed on (B)(6) 2021. Leakage was noted from the insertion site on (B)(6) 2021 and the device was removed. The device was not replaced. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, was conducted during the investigation. One used cvc catheter was received. The catheter tubing shaft has a small, pinched area approximately 1cm from the manifold. The catheter was leak tested, and no leakage was detected from any of the extension tubes or the main character shaft. Relevant dimensions were measured within specification. The device master record (dmr) was reviewed and device drawings, manufacturing instructions, quality control procedures, and specifications were identified. Sufficient controls are in place to detect this failure mode prior to release. The device instructions for use (IFU) lists steps relevant to this failure mode. A review of the device history record (DHR) could not be performed due to an unknown lot number. A database search for other complaints under the device¿s lot number could not be performed for the same reason. The product¿s design history file (dhf) has controls in place to address the failure. Since potential nonconformances or other complaints from the device¿s lot could not be confirmed, there is no evidence that nonconforming product exists in house or in the field. The product IFU states the following in consideration of the reported failure mode: "warnings ¿ ¿tip position should be verified by x-ray and monitored on a routine basis. Periodic lateral view x-ray is suggested to ¿ failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. How supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. It is unclear what caused the device to leak at the insertion site. Testing of the returned device showed no leakages or obstructions throughout the device. It is possible that there was a temporary obstruction at the target site of the distal end of the catheter, leading to backflow along the surface of the catheter and leakage at the insertion site. However, this cannot be definitively confirmed without additional patient or procedural information. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon device return, the catheter was noted to have a small pinched area near the manifold.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. Initial reporter customer (person): (B)(6). This specific rpn is not sold in the u.s.; however, it meets the criteria for same/similar to a device that is. Information for the same/similar device has been included in these fields. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the placement of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. On (B)(6) 2021, fluid leakage occurred at the insertion site. The catheter was removed. As reported, the patient did not experience any adverse effects.